Event description:
A patient reported blood glucose results of "199 mg/dl, 126 mg/dl, and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer rep walked the patient through control solution test and it failed. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.